Event description:
It was reported that the patient came in for the follow up. It was noted the lead thresholds were increasing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood on the tip electrode.